Event description:
Event description: this record was auto submitted by the ecn on behalf of the user. Information may be incomplete. Ecn event description: null patient present at time of event? Yes, patient complications: no patient complications patient outcome: expected to fully recover procedure number: pn-3134220. Event date: 2026-4-23. Provided on the 18th of may 2026: event description: this record was auto submitted by the ecn on behalf of the user. Information may be incomplete. Ecn event description: null. Patient present at time of event? Yes. Patient complications: no patient complications. Patient outcome: expected to fully recover. Procedure number: pn-3134220. Int additional questions: device 1: upn: m004pf41m431, model number: null, lot or serial number: (B)(6). Was issue present upon opening package? No. It was reported that during the atrial fibrillation ablation procedure, a farawave catheter was selected for use. During the procedure, there was a spline inversion and the guidewire was difficult to advance. The guidewire was then unable to be removed and became stuck. The catheter was replaced. The procedure was completed with a different catheter without any patient complications. Event date: 23-apr-2026. Country of event: united states. Time of event: during procedure. As reported component code - 5052: body. As reported device type - guidewire. As reported - 1457: entrapment of device or device component. As reported device code - 9398: no clinical signs, symptoms or conditions. As reported patient code - f26: no health consequences or impact.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Awaiting the return of the device.